Event description:
During a lap sleeve gastrectomy the surgeon attempted to place the live retractor but was not able to get the clip to grasp correctly. The previous retractor had one sprung sprung clip.